Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was unable to enter MRI mode due to impedances on the lead. Surgical intervention took place wherein the system was explanted to address the issue.